Event description:
The manufacturer received information alleging that the device does not charge its batteries and does not operate. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.